Manufacturer narrative:
The customer reported that they will not return the defective pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined . However, they are requesting for a new main pcb which they will program themselves upon receipt. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed transducer fault while on a patient. The patient was transferred to another ventilator and the customer confirmed that there is no patient harm associated with this reported event.